Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The reported issue was confirmed. The generator would not boot. It was found that there were loose connections on the image acquisition system (ias) computer and terminal block. The connections were reseated and the generator then booted and the system was fully functional. The system then passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the image acquisition system (ias) computer was unable to connect to the generator. There was no patient involved.